Event description:
It was observed that during the device evaluation, the bronchovideoscope had error e315 and no image occurred. Additionally, the control unit was dirty and corrosion was present in the charged coupled device cable and at the charged coupled device micro-connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.